Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. Replacement cable was sent to customer. Customer's blood glucose (bg) value was 45 mg/dl; cause of low bg was unknown. Customer consumed carbohydrates to address low bg.